Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One photograph of a power PICC was returned for evaluation. An initial visual observation of the photograph showed the catheter tubing implanted at the entrance site of the patient. Although a split in the catheter could be confirmed, there were no distinguishing features which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer, catheter rupture occurred about 1 month after catheter placement, and ultrasound showed a blood clot in the arm. Additional information received on 03/25/2025: it was reported, "no thrombolytic therapy was performed prior to discovery of the ruptured catheter, after discovery of the ruptured catheter I wanted to remove the catheter for ultrasound scanning to find a thrombus, thrombolytic therapy was performed, and the catheter has now been removed. No new catheter was placed."